Manufacturer narrative:
The product has been received for analysis, however analysis was not necessary.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been implanted for 8 years, and was now no longer able to be interrogated. The determined that it was likely due to reaching end of life (eol). Further information was received that a magnet was placed over the device, which did not elicit any tones. The device was explanted due to report of mrsa bacteremia, and was not planned to be replaced. No adverse patient effects were reported.